Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed during a normal device change out. The electrical function of the lead was normal and no anomalies were detected. The lead remains implanted and the patient will continued to be monitored.